Event description:
While attempting to insert the port-a-cath , the dilator was inserted and removed leaving the peel away sheath one side of the sheath began to stretch and broke, leaving a 5.5cm section located in the right lower lobe of the pulmonary artery of the pt. It appears to be a second order branch. The pt was admitted to the hosp. On 01/2001, the pt was taken to surgery to retrieve the foreign object. Several attempts were made, unable to retrieve. Pt tolerated procedure well and was discharged from the hosp the following day.